Event description:
It was reported the customer received a button error alarm. Customer stated a weak battery alarm occurred prior to the button error alarm. It was also found the customer's buttons were stuck. The customer's blood glucose was 18 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No weak signal alarm noted. Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube lip, battery tube threads, case at reservoir tube window corners, cracked case at display window corners, minor scratches on lcd window and missing end cap sticker.